Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime tests, occlusion and excessive no delivery tests. No reservoir stuck inside reservoir tube compartment found. However, the insulin pump received with broken off tip of the drive motor slide tip. The insulin pump received with cracked case at display window corners and minor scratches to lcd window.

Event description:
The customer called to report hospitalization due to diabetes ketoacidosis. The customer reported that his reservoir compartment was damaged and that the reservoir appeared to be stuck inside of the pump. The customer's blood glucose value was 300 mg/dl at the time of the hospital visit. The current blood glucose reading is 264 mg/dl. Hospital treated with insulin drip. No further information was reported.